Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) bacteremia. There was vegetation growth on the right atrial (ra) lead. There were no additional adverse patient effects reported. The ra lead was explanted.